Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the printed circuit board is not good, causing image interference. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced a noisy image. The issue was found during service/maintenance after a diagnostic procedure. There were no reports of patient harm.